Event description:
During a circumcision procedure, the patient suffered a small laceration that required two sutures to repair.

Manufacturer narrative:
It was reported that during a circumcision procedure, the patient suffered a small laceration from the circumcision clamp. The laceration was repaired with two sutures. A partial sample was returned for evaluation. It was missing the bell shaped plunger. A slight imperfection was noted on the underside of the opening through which the bell shaped plunger is inserted during the procedure. The imperfection was not sharp and did not snag or damage a glove during inspection. We cannot confirm this imperfection was the root cause for this incident and cannot rule our user error as a possible contributing factor. We have not had any other similar issues reported for this component.